Event description:
The customer reported that the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A third party will repair the system. The customer canceled the service call.